Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia, there were difficulties with loading the reload onto the handle and the reload was not securely fastened onto the shaft but the tacks were able to be fired normally, penetrate tissue and hold correctly onto the tissue. Tacker was unable to be reloaded with 2nd of 3 packaged reloaded but the 1st reload worked fine. Another tacker was opened to complete the case. The patient was alive with no injury.

Manufacturer narrative:
Device evaluation: post market vigilance led an evaluation of one device. Visual inspection of the unit noted the instrument had disrupted timing. A reload was unable to be loaded onto the unit due to the disrupted timing and the instrument was unable to be articulated due to the broken articulation knob. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition could be due to excessive manipulation or to improper loading of the device. Replication of the secondary finding or broken articulation knob may be due to excessive manipulation of the device, in this case over torquing of the knob. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.